Event description:
It was reported that this patient was hospitalized due to infection and likely had electrocautery as a result of a fistula. This cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of potential electrocautery, resulting in inappropriate anti-tachycardia pacing (atp). Available information indicates the device system remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.

Manufacturer narrative:
Filing a correction supplemental report for the following fields: f10: patient code 3191 captures the reportable event of surgery. D2: common device name f10: device codes h6: device codes.

Event description:
It was reported that this patient was hospitalized due to infection and likely had electrocautery as a result of a fistula. This cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of potential electrocautery, resulting in inappropriate anti-tachycardia pacing (atp). Available information indicates the device system remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional pertinent information become available this report will be updated.